Event description:
It was reported that the asymptomatic patient presented for follow up. It was observed that the patient received inappropriate atp therapy due to post sensed t wave oversensing. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.